Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 521.1 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The nurse stated that the area where he inserts the infusion set has redness and scar tissue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.